Event description:
Related manufacturer reference numbers: 2017865-2021-36541 related manufacturer reference numbers: 2017865-2022-03756 new information received notes that the pacemaker was explanted and replaced. It was also noted that the new pacemaker and the chronic atrial lead exhibited re-occurrence of under-sensing and inappropriate automatic mode switch due to noise over-sensing. Programming changes were made. Patient condition was stable.

Manufacturer narrative:
The reported event of device sensing and pacing could not be confirmed. The pacer was received in normal working conditions with battery voltage at elective replacement indicator (eri). The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
Related manufacturer reference numbers: 2017865-2021-36541. It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the pacemaker (pm) exhibited under-sensing and both the pm and the atrial lead exhibited inappropriate automatic mode switch (ams) due to noise over-sensing. Programming changes were made. Patient condition was stable and would continue to be monitored.